Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the pump display screen was dim and discolored. This report is made based on the results of investigation completed (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was powered on and the display screen was noted to be dim / faded and discolored. The display screen lens was also noted to be scratched. (B)(6) .